Manufacturer narrative:
Voluntary medwatch report received: mw5165948.

Event description:
Voluntary medwatch received states the patient's right atrial lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.